Event description:
During ballooning the lad a perforation had occurred. An emergency pericardiocentesis was performed and the pk papyrus was successfully implanted. The perforation was sealed. Two hours later the patient experienced an acute stent thrombosis leading to hemodynamic instability. The clot was removed with a penumbra aspiration device and two new stents were put in the lad. Resuscitation was required.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. No device deficiency and no manufacturing related root cause was identified. The treating physician rated the procedure outcome as not device- and not procedure related complication. The root cause for the complaint event is most likely related to the protamine injection. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.